Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the pressure line detached from the sampling site. It was further indicated that the end of the tubing is smooth and has separated from the device. The event occurred during priming and the device was attended by staff. There was no patient complications reported.

Manufacturer narrative:
One vamp adult system was returned for evaluation. The pressure tubing was found completely detached from the solvent bond joint with sample site. Indications of bonding solvent were present on a small part of the bond are of the tubing. No residual bonding solvent was present at the sample site tube housing. The outer diameter of the tubing and the inner diameter of the z-site tube housing was measured and found within specification. The complaint was confirmed and is related to a manufacturing non-conformance. A CAPA is open to address complaints of this type. In addition, all personnel involved with the solvent bonding process were notified of this event.